Manufacturer narrative:
(B)(4). Eval, results: (renal complications, pulmonary complications), (unk cause of event). Eval, conclusion: (unk cause of event).

Event description:
An endurant abdominal stent graft system was implanted in the pt for the endovascular treatment of a fusiform, 52 mm in diameter abdominal aortic aneurysm. The iliac arteries are mildly tortuous. It was reported that the pt had renal failure, pneumonia, and respiratory depression/failure two days post index procedure. The pt required prolongation of existing hospitalization and medication/oxygen. The pt recovered five days post index procedure from the renal failure. The pneumonia and respiratory depression/failure events are continuing. The investigation assessment states that the events are not related to the study device however, they are related to the study procedure.